Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that his wife had a low of 35 mg/dl a week ago. The husband was unsure of how that happened. The customer also had a high of 497 mg/dl a month prior to the call. The husband was unaware of how the high occurred as well. He declined transfer to the 24-hour helpline and stated that he will call back to make sure he can report the incidents. No products were shipped or returned.